Event description:
It was reported the patient was admitted to our department for the second time on march 8. After admission, the PICC was used smoothly. When the shift was turned over on march 29, the PICC extension tube was separated from the catheter, immediately sterilized, wrapped in sterile dressings, and reported to the PICC team and replaced. Press the sleeve.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.